Event description:
The customer observed a false positive troponin-I result for one patient on the architect i1000sr analyzer. The following data was provided: initial test 0.02, 2hr result 0.15, 4hr result 0.00 ng/ml. Customer uses the cutoff of 0.07 ng/ml. Customer states the results did not alter patient care or patient management. No information available as to patient demographics. Customer is using b/d rapid serum collection tube, orange top. Specimen are not frozen. Customer states that tube manufacturer instructions are being followed in regards to waiting for specimen to clot for 5 minutes and centrifuging at least 3 minutes and no lower than 4000g. The doctor stated he is not sure if the blood in properly mixed in the tube every time after collecting due to nurses drawing on the patient floor and transporting blood to the lab.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, device history record review, a review of labeling, and accuracy testing. The investigation included review of the submitted data and product historical data. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. Accuracy testing met acceptance criteria, which indicates acceptable product performance. Based upon the data available and the results of this investigation no malfunction or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. An evaluation is in process.